Event description:
In 2004, the pt contacted lifescan (lfs) alleging that their one touch ultra meter was reading inaccurately high. In, 2004 they changed the meter battery. They did recall changing the time and date on the reported meter; however, they noticed that the meter results did not have a decimal point after the battery was changed. They did not report the meter concern and continued to use their meter. They faxed meter results to their physician; they increased their gluconorm oral medication from 1 mg three times a day to 2 mg three times day. The physician did not change the pt's daily actose 30 mg dosage. The pt reported feeling shaky a few times. While experiencing shaking, they tested with the meter and obtained results they interpreted to be normal (the results were not provided). However, they acted on ttheir symptoms and drank juice. Months later, a laboratory result of 8.0 mmol/l was obtained. On that day, their fasting morning meter result had been "161." The following month, they went to see their physician and were advised that their meter was not reading correctly. A result of 4.5 mmo/l was obtained on the diabetes clinic meter compared to 91 mg/dl (converts to 5.0 mmol/l) on the reported meter. At this time, realizing that their meter was reading in the incorrect units of measurement, they contacted lfs. The customer care rep (ccr) confirmed that the meter was set to mg/dl instead of mmol/l. As the pt recalls changing the time and date on the meter prior to the decimal point missing from the readings, they may have changed the units of measurement when they changed the time and date. Therefore, there is insufficient information to indicate that the product malfunctioned. Though the pt did not provide the specific results obtained on the meter while they experienced symptoms of hypoglycemia, they interpreted the results to be normal. Therefore, it is likely that they obtained results in the range of 35 to 65 mg/dl on the meter, which they interpreted to be 3.5 to 6.5 mmol/l. The pt treated themselves on these occasions with juice. Based on the info provided by the pt, the incorrect units of measurements on the meter contributed to their experiencing injury and required self-treatment for hypoglycemia. The meter was replaced.